Manufacturer narrative:
The biomed reported that the issue was found during biomed preventive maintenance. There was no patient involvement. The customer took the responsibility to correct/repair the device. Further information has been requested regarding device repair and disposition but there was no response from the customer. If additional information is received at a later date, a supplemental report will be submitted.

Event description:
The customer states the pressure readings are not accurate. The customer reported that it is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and the customer reported that sometimes they get good readings, will restart unit, and only get 4 slpm when set at 35. Sometimes set at 0 and will get ¿30 slpm. Informed the customer the readings are all over the place on the analyzer and on the screen. Product support troubleshot with the customer: verify that the internal leak orifice is plugged, check for leaks at circuit connections, calibration analyzer, filters, etc., check for kinked or cut tubing from gds to gas outlet port, and from the gas outlet port to the base. Check for kinked or cut rubber boots from the gds to the blower, and from the blower to the gas outlet port, check for leaks at the solenoid valves and pressure transducers, 6) replace the da pcba. The customer requested part number and price for da board. Product support provided the customer with part number and price. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.